Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the sheath's ceramic tip broke off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was concluded that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock, or similar stress. It was noted that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. Olympus will continue to monitor field performance for this device.